Event description:
The customer reported the system's image memory displayed several error codes. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Several circuit boards are being considered for replacing. No add'l info has been disclosed.